Event description:
It was reported that camera head had no picture. The issue was identified during sedation of therapeutic and laparoscopy procedure. The procedure was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.